Manufacturer narrative:
Visual analysis of the returned device identified broken shell, crease fold, wear abrasion, and missing shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge opening assessed as unidentified tear opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp broken edge on radius due to an unidentified (tear) opening, and a piece of the shell missing assessed as inconclusive.

Event description:
Device remains explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. Device remains implanted.